Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of field data, review of instrument logs and a review of labeling. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Field service representative replaced the tubing, peristaltic head (rohs) (part number 7-202464-01), cuvette dry tip (list number 09d51-02), and alinity c- series mixer (ln 09d59-03). Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. See also manufacturer report number 1628664-2017-00304 for the same event on a second suspect medical device.

Event description:
The customer observed falsely elevated magnesium results on the architect c16000 analyzer. The following data was provided: initial 3.61 mmol/l, repeats between 0.64 and 0.65 mmol/l. There was no impact to patient management reported.